Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a backup battery failure while connected to the altering current (a/c). There was a pt connected to the ventilator at the time of the incident. The pt was removed from the device, ambu bagged, and switched to an alternate ventilator. There was no report of pt injury as a result of the event.

Manufacturer narrative:
The returned component has been received by the MFR service center for further failure analysis. As additional info is obtained a supplemental report will be filed. (B)(4).